Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 10/1/2014 with the following findings: the meter was found to have a contaminated pc board issue. In addition, the subject meter could not be analyze for the report issue due to the condition of the product. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.